Manufacturer narrative:
Received one used kit for eval. Visual inspection of the returned sample showed no kinks, solvent seal blockages, no misassembly or other abnormalities. An underwater leak test was performed to the kit up to 20 psi. No leaks were detected.

Event description:
A report was received of air past the return line clamp. The operator reported receiving three separate air purge alarms when 79ml of whole blood had been processed. Three attempts were made to purge the air from the line. After the third air purge attempt, air was noted approximately 8 inches past the return clamp before the "t" junction in two separate segments measuring 10 inches and 6 inches. The procedure was stopped. The operator reported that no air was returned to the donor. No adverse effects were experienced by the donor.